Event description:
It was reported there was a loss of therapeutic effect. Symptoms started approximately 3 weeks prior and since the patient had had heart surgery. It was noted the device had seemed to not be 'working completely.' The patient was admitted to the hospital due to having heart surgery and was in rehabilitation. Unable to troubleshoot as caller was not with the patient. A couple days later it was reported the patient needed an adjustment and the device was not working right per patient. Unable to troubleshoot as caller was not with the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v686370, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).